Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with driveline exit site trauma. Log files were downloaded to make sure there has been no device related issues. There were no unusual events recorded in the log file event history.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the cause of the driveline exit site trauma was unknown, and it was to be monitored. It was additionally communicated that there was a concern for infection. Cultures from the driveline positive for methicillin-resistant staphylococcus aureus (mrsa) and serratia. Treatment was performed with minocycline. However, the infection did not resolve, and the patient was placed on IV antibiotics in an inpatient care.